Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
While removing a product I had the string break off, luckily I was able to remove it- vagina [foreign body in reproductive tract] had the string break off - tampon [device breakage] while removing a product I had the string break off- tampon [complication of device removal]. Case narrative: consumer reported via email that while removing a tampon, the string broke off. No serious injury was reported.